Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2024, the PICC line was placed. During use on (B)(6) 2024, the nurse noticed a leakage close to the non-return valve. A fold at the level of the leakage is observed. There is no obvious reason for the origin of the fold. On (B)(6) 2024, the PICC was removed and replaced. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the problem could not be reproduced. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter revealed blood use residues throughout the returned device. A needleless injection cap was returned attached to the solo valve. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed no leaks throughout the catheter. The kink in the catheter extension tubing did not leak upon pressurizing the device. A microscopic observation of the returned catheter revealed nothing remarkable throughout the returned device. Potential observations of leaks may occur from insertion site anatomy or other unknown clinical factors. A review of the manufacture quality and inspection records for the implicated product batch likewise indicated no potentially related issues related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes.